Manufacturer narrative:
Correction: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The noisy image likely occurred due to damage to the internal cable of the video connector and the b30 error likely occurred due to damage to the image sensor unit. The damage to the image sensor unit and internal cable of the video connector may have been caused by the following: 1) water has entered from the leakage point. 2) irregular electrical damage was caused to the image sensor unit from the video connector electrical contacts. 3) electrical or physical damage was caused to the image sensor unit due to non-olympus repairs. If handled according to the instructions for use below, the user may be able to detect the event. "Instruction manual ltf-s190-5/10 operation manual chapter 3 preparation and inspection users may be able to reduce/prevent the occurrence of this event by handling it in accordance with the IFU below. Ltf-s190-5/10 reprocessing manual chapter 1 general policy 1.4 warnings and cautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found: noise is generated and there is no video output due to damage to the substrate of the video connector; scope communication error occurs due to damage to the charged coupled device unit; the insulation resistance value does not meet the standard value due to damage to the charged coupled device unit; the video cable is wrinkled; the video connector is scratched; the bend angle in the up direction does not meet the standard due to wear of the angle wire; the universal cord was cut and not waterproof; the adhesive is floating; the universal code is sticky; and the universal code was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that, during preparation for an unspecified diagnostic procedure, the videoscope video was blacked out. The procedure was completed using a similar device. There are no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to damage to the video connector. Also, an additional pae adverse event of b30 (scope communication message) was identified due to damage to the charge-coupled device unit. Additional issues were identified during the device evaluation: the insulation resistance value does not meet the standard value due to damage to the charge-coupled device unit; the video cable was wrinkled. The video connector was scratched; the bend angle in the up direction did not meet the standard due to the wear of the angle wire; the universal cord was cut and not waterproof; the bending section cover adhesive was floating; the universal code was sticky and wrinkled; and a third party repaired it. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.